Manufacturer narrative:
Part number associated with device not sold in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Proximal femoral nail (272.266s) was noted as broken. The blade (02.027.017s) was intact. The nail broken at the blade-nail interface. This is the 1st of 2 reports submitted on this event.